Event description:
It was reported to boston scientific that a flexima 5f open end ureteral catheter was prepared for a flexible ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6), 2023. During preparation, a black speck was found inside the package before opening. The procedure was completed with another flexima 5f open end ureteral catheter. Note: a photo submitted by the customer shows a black speck inside the sterile pouch of the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign material.